Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non dependent patient presented in the emergency room due to syncope. Upon interrogation, the right ventricular lead exhibited capture anomaly, low impedance, and noise. The lead was capped and replaced on (B)(6) 2016. The patient was well and was discharged. The patient would continue to be monitored.